Event description:
Terumo medical received the following information: the patient underwent a cerebral angiography. After the procedure, a closure device was used for hemostasis. When the closure device package was opened and prepared for use, it was found that the tip of the main body was completely cracked and could not be used properly. It was then replaced with a new closure device of the same specification to complete postoperative hemostatic closure.

Manufacturer narrative:
A1: patient identifier: requested, not provided.a2: date of birth: requested, not provided.a4: weight: requested, not provided .d6a: implanted date: device was not implanted.d6b: explanted date: device was not explanted.e1: phone number: unknown.e1: initial reporter name: unknown .e3: occupation: unknown.the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.